Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod coil, a pod packing coil (packing coil), a lantern delivery microcatheter (lantern), a non-penumbra base catheter, and a guidewire. During the procedure, the physician placed a pod coil in the target location using the lantern. The physician advanced the next packing coil into the target location and determined the coil was too long for the vessel and decided to remove the packing coil. While retracting the packing coil, the physician experienced resistance, and the packing coil unintentionally detached. The physician removed the lantern, and the detached packing coil became stuck inside the base catheter. Therefore, the physician advanced the base catheter forward enough to place clamps on the base catheter and removed the base catheter containing the detached packing coil. It was reported that the physician lost access and was unable to re-canulate the gda. The physician determined the previously placed pod coil was enough to shut down the gda and no additional coils were needed. There was complete flow through the hepatic artery. There was no report of an adverse effect to the patient.